Manufacturer narrative:
This report contains complaint data for 5 bx velocity devices associated with coronary stent thrombosis. There is no sterile lot number information available thus no DHR could be performed. Myocardial infarction is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors. This is one of five reports associated with adverse events mentioned in manufacturer report numbers are 9616099-2013-00669, 9616099-2013-00670, 9616099-2013-00671, 9616099-2013-00672 and 9616099-2013-00673.

Event description:
As noted in the publication sabate et al sirolimus-eluting stent versus bare metal stent in diabetic patients: the final five-year follow-up of the diabetes trial; eurointervention 9p:328-335; report that in the ses arm the events included 5 cardiac deaths, 1 non q wave mi, 3 q-wave mi, 7 restenosis, 25 stent malapposition, 1 definite stent thrombosis, 2 probable stent thrombosis and 1 coronary artery aneurysm. In the bms arm, the events included 6 cardiac deaths, 6 non q wave mi, 2 q-wave mi. 30 restenosis, 29 resulting in pci, one resulting in CABG, 2 definite stent thrombosis and 3 probable stent thrombosis.